Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 needle was exposed while engaging the connector. The following information was provided by the initial reporter: "nurse is a new phaseal user and she used force to engage the phaseal injector into the connector. This seemed to have cause the encased needle to stick out of the injector. The incident happened while she was completing the reconstitution of the vaccine, before administration to the patient."

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2108001, no deviations or nonconformities were identified during the manufacturing process that could have contributed to the reported problem. Five retained samples from the same lot were used for further evaluation, no damage or other defects were observed on any of the injectors and no breakage of the safety sleeve or exposure of the injector needle occurred. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. Test results from the reported batch were reviewed and all product was found to meet the required specifications. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 needle was exposed while engaging the connector. The following information was provided by the initial reporter: "nurse is a new phaseal user and she used force to engage the phaseal injector into the connector. This seemed to have cause the encased needle to stick out of the injector... The incident happened while she was completing the reconstitution of the vaccine, before administration to the patient."